Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. It was noted that the rv threshold gradually increased over the next day. An x-ray was done in which it did not reveal any dislodgement. Additional information was received indicating that micro dislodgement was thought to be the cause of high threshold. Further, this rv lead was repositioned. No additional adverse patient effects were reported.